Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery or batteries out limit alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they took out the batteries for 15 minutes and could not get the pump to clear. The customer also had 3 failed battery tests a week ago. The customer had a battery out limit alarm and could not get passed it. The customer stated that he had a bath yesterday afternoon with the pump off and only realized later it was not working because his blood glucose has spiked. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.